Event description:
It was stated that an error was displayed during use. The event occurred during priming at the patient's home. There was no patient involvement and no patient harmed reported.

Manufacturer narrative:
Received one device. The reported issue was not confirmed. However, we confirmed that error code 1535 was displayed during the self-check. Error 1535 (lec 1535) is an error regarding the detection of air bubbles, and it is caused by an anomaly in the component (the air detector). Therefore, this component was was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.